Manufacturer narrative:
(B)(4) the device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The user found a solution leakage around the snaplock adapter during use. Therefore, a new kit was opened and the catheter was replaced. The patient's condition was reported as fine.